Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). The patient's health care provider reported that the previous ins was removed and replaced by a 97702 because of "scs battery failure". The caller found a note from (B)(6) 2015 reporting trouble recharging the ins. There were no symptoms reported. No further patient complications have been reported as a result of this event.